Event description:
Reporter indicated a handheld computer was not holding a charge, indicating a possible battery failure. Product analysis was completed on the returned handheld computer. No anomalies were found that could have contributed to the reported battery failure.